Event description:
Info received indicates, the ground resistance reading was high while doing an electrical safety test.

Manufacturer narrative:
The tech found the ac plug had a loose ground pin. The tech replaced the ac power cord plug to repair the bed.